Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the server and the station and verified that messages were successfully transmitting to the server, confirmed that the station was communicating properly and was not in critical override, checked that the system time on both the station and server was accurate and synchronized, no issues were observed at this time, and the customer confirmed the patient had been discharged. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.